Event description:
A (B)(6) female pt called zoll customer support to report that her battery back wasn't holding a charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) was confirmed. Upon investigation the battery pack was unable to recharge or power up a test monitor due to a corroded pca board. The root cause of the corrosion was ingress of an unk liquid. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.